Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing, undersensing, and pacing inappropriately. It was also reported there was noise on the electrogram. The patient's device was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).